Event description:
It was reported there was a revision for screws backing out of the right anthem plate 10 days post operatively.

Manufacturer narrative:
The device was returned for evaluation. Initial observation showed discoloration and wear around and above the swept cuts of the polyaxial hole. The imaging provided shows screws backed out very far out of the volar plate. The patient suffered bilateral wrist fractures; both wrists were operated on and both saw the same screw back out issues in the head of the plate. Additional information provided that a poly cone was used for drilling instead of a torque limiter. Screws not inserted to the proper torque could contribute to a screw back out. It's also possible that the screws were inserted outside the ±20° cone of angulation; however, an exact cause to the reported issue could not be determined.